Event description:
It was reported that this right ventricular (rv) lead exhibited small r waves (poor amplitude), high capture threshold and low impedance (within range). These observations were noted 1 week post operative check after lead was implanted. A chest x-ray showed lead slack had been pulled back of the lead due to the patient using the left arm more excessively after implant. A micro dislodgement of the lead was suspected. Lead was repositioned. No adverse patient effects were reported.